Event description:
The user facility reported that multiple staff members have been experiencing scratchy throat, sore eyes and nausea from the s40 sterilant odor. No medical treatment was sought or administered. No procedural delays were reported.

Manufacturer narrative:
The steris account manager visited the facility to determine the cause of the odor and was informed by the engineering department that the waste plumbing needed adjusted. Account manager also recommended covering the waste bin, used for disposing empty s40 containers, and to store s40 cartons in a separate, general storage area until needed for use. After the recommended changes were made, the facility stated the odor problem has be resolved and there have been no further complaints.